Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that pacemaker exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. A signal artifact monitoring (sam) event was observed due to minute ventilation (mv) oversensing. Technical services (ts) discussed options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that pacemaker exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. A signal artifact monitoring (sam) event was observed due to minute ventilation (mv) oversensing. Technical services (ts) discussed options. The device remains in service. No adverse patient effects were reported.